Event description:
It was reported that the device reached elective replacement indicator (eri) early as a result of high threshold on the left ventricular (lv) lead. The device was explanted and was replaced. The lv lead was explanted and was replaced. It was also reported that during the replacement procedure, a new lv lead was attempt for implant, but it was unable to stay in the chosen position. The lead was not implanted and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: products: 5076-52 implantable pacing lead (B)(6) 2011; 7121-65 competitor implantable tachy lead (B)(6) 2011; 429688 implantable pacing lead (B)(6) 2011. (B)(4).